Manufacturer narrative:
Correction: d4 - additional device information, and h4 - device manufacture date.

Manufacturer narrative:
The reported event of loose contact spring in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was noted to be dislodged and stuck behind the setscrew connector block. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for implant of the implantable cardioverter defibrillator (ICD). When an attempt was made to connect the lead to the atrial port, it could not be inserted completely. Further inspection found that the port was obstructed by something. The procedure was completed with a replacement device. The patient was stable.